Event description:
(B)(4). Initial info received from a plastic office staff, who is also the pt, on (B)(6) 2008: a (B)(6) female consumer received an injection of poly-l-lactic acid (sculptra) [lot number/exp date not provided] two weeks ago ((B)(6) 2008) in her left hand for cosmetic reasons. Her hand developed a nodule that was felt when she flexed her hand. In addition, her hand was swollen up to her wrist area. She initially could not crunch her hand, but that has improved. The pt wondered whether poly-l-lactic acid was injected in the muscle of the hand. She received massages as treatment. At the time of the report, her events were ongoing. She also reported that she had the same hand injected about one and a half years ago, and she had a little bleeding. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot # & exp date unk) from product technical complaint report (B)(4) dated (B)(6) 2008: brr was without hint to root cause. An investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report & of the analytical results of these batches did not show any anomaly. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Case status is open. Additional info received from a nurse via hcp and sculptra ae form on 10-feb-2009: the registered nurse injected poly-l-lactic acid (sculptra) [lot number 1a7017/exp date 30-june-2009] into a consumer's hands and consumer experienced lump and swelling. Poly-l-lactic acid was reconstituted with 4 ml of sterile water and 1 ml of lidocaine 24 hours prior to injections. A biopsy was not performed and the events had resolved on an unk date. No further relevant info reported.